Event description:
It was stated that the device had damaged air sensor seal. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review identified no related previous repairs in the last 12 months. The customer issue could not be replicated with the air sensor. Further investigation identified an unrelated issue to the customer's complaint where the downstream occlusion (dso) seal was cracking. The sea was replaced and the pump passed functional and accuracy testing thereafter.